Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" inratio: >7.5; lab: 2-3. Caller had error nnn and >7.5 results on about 10 pts with lab results at 2-3. Pts are not on antibiotics; no pain medication. Pts come in for routine visits. Caller stated that errors occurred with both of their meters. The batteries were changed, meters were cleaned and a new box of strips used.

Manufacturer narrative:
Investigation pending.